Event description:
The pt reportedly experienced sound quality issues between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing revealed that the device is functioning abnormally. Surgery to explant the pt's device will be scheduled.